Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "possible helium loss alarm" was confirmed based on the information provided to the clinical support specialist; however, the hospital biomed checked the pump and could not reproduce the reported alarms. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This complaint will be monitored for any developing trends. Other remarks: refer to 1219856-2017-00160 and tc # (B)(4) for related complaint.

Event description:
It was reported the rn is calling to troubleshoot an intra-aortic balloon (iab) that did not inflate fully under fluoroscopy and had possible helium loss alarms. The iab was switched to a second pump and the alarms continued. The iab was then removed and replaced with a second iab. One possible helium loss alarm was triggered on the second pump and the iab still did not seem to be inflating fully under fluoroscopy. The md had the pump in 1:2 the clinical support specialist (css) and md discussed the patient's heart rate and the pump was switched to 1:1 assist. Per the doctor the iab looked better. There have been no further alarms on the second pump and second iab. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required.

Manufacturer narrative:
Qn#(B)(4). Other remarks: refer to 1219856-2017-00160 and tc #(B)(4) for related complaint.

Event description:
It was reported the rn is calling to troubleshoot an intra-aortic balloon (iab) that did not inflate fully under fluoroscopy and had possible helium loss alarms. The iab was switched to a second pump and the alarms continued. The iab was then removed and replaced with a second iab. One possible helium loss alarm was triggered on the second pump and the iab still did not seem to be inflating fully under fluoroscopy. The md had the pump in 1:2 the clinical support specialist (css) and md discussed the patient's heart rate and the pump was switched to 1:1 assist. Per the doctor the iab looked better. There have been no further alarms on the second pump and second iab. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required.